Event description:
A malfunction alarm was reported by the customer, with malfunction code 12 being displayed. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with information on how to reset the pump, and after this intervention, the malfunction did not recur. The customer was informed that they could continue using the pump and was advised to contact support again if the issue reappeared.